Event description:
Dealer stated that the power leg rest cords on the wheelchair are not long enough and the legs do not swing away properly. The dealer stated that the user has cut her shins on the footplates but did not have any details on the injury or the date the injury occurred. It is unknown if the user sought medical treatment for the cuts. Dealer stated that the user is diabetic.

Manufacturer narrative:
The user is a known diabetic. It is unknown if the user is taking insulin. The dealer visited the user to evaluate the wheelchair and was able to resolve the issue. The dealer added more slack to the female connector and angled the connector down and it gave the user enough room to swing the legs in and out and elevate without interference.